Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient reported that the patch caused 2 abrasions on her skin- 1 by plastic frame that is bleeding. Another where skin folds on her side and has a huge bruise. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the device due to discomfort and skin irritation. Outcome of the skin irritation is unknown.